Event description:
It was reported that on insertion, the catheter bent back on itself within the aorta in a "lightning bolt style". Catheter was straightened adn advanced to proper placement. Catheter was in use for an unk period of time when pump began to experience helium loss alarms. Rn at bedside did not report immediately because she had disabled gas alarms on pump. Hosp balloon tech and arrow clinical support went to routinely check on pt and found alarms disabled and baseline balloon pressure far below 0mmhg baseline.